Event description:
It was reported that the pt expired after an implant duration of zero days, due to unk reasons. No further info was received. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.